Manufacturer narrative:
The lot number of the tube is unknown, and the tube was discarded. No conclusions can be drawn without the device for evaluation. Information has been added to the database for trending purposes.

Event description:
The caller stated that there was an issue using the passey muir valve with the tracheostomy tube. She stated that the value would not connect properly and that she was not able to get the passy muir valve on. She changed out the patient's tracheostomy tube and was able to fit the passy muir valve on a new unspecified tube. The caller stated she did not save the tracheostomy tube and she did not know it's lot number.